Manufacturer narrative:
The customer reported that "the autopulse platform sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed. The archive data review indicated several ua45 error messages around the reported complaint date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive indicated a couple of ua12 (lifeband not present) error messages, which were eventually cleared based on the archive. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus confirming the reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following, this the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and was unable to clear it. No patient involvement.